Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on a patient. Results provided: sid (B)(6) = 116 mmol/l, repeated on another alinity = 147 mmol/l. Normal range: 136-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances for the complaint issue. The quality control was acceptable when the falsely decreased result was generated. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.